Manufacturer narrative:
A report was received that a patient's primary controller failed the pre-check for the software maintenance release (smr) upgrade. Prior to attempts to upgrade the controller, the controller was noted to have a loose power port. In addition, the audible "no power alarm" did not sound when both power sources were removed. The controller was exchanged with no reported patient consequence. The reported events of a loose driveline connector and a no power audible alarm failure were confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis revealed that the device failed visual inspection due to the driveline port connector, which was loose from the controller housing. The most likely root cause can be attributed to inadequate thread locking allowing the nut to break free from its installed position. This controller was manufactured prior to corrective actions pertaining to the internal investigation for loose component, which added a loctite primer and changed the loctite thread locking material. Furthermore, during testing, the controller did not issue a "no power" alarm when both external power sources were removed from the controller. The most likely root cause of the reported failure of the "no power" alarm can be attributed to a faulty internal nickel-metal hydride battery (nimh) battery. Replacement of this battery with a known good unit restored the operation of the "no power" alarm. The manufacturer has open an internal investigation for the failures of the "no power" alarm.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to the pump connector, which was loose from the controller housing. Additionally, when both external power sources were removed from the controller, the controller did not issue a no power alarm. The root cause of this failure was most likely a faulty internal nimh battery (bt1). Replacement of this battery with a known good unit restored the operation of the no power alarm. Heartware has opened internal investigations to evaluate these types of issues. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the controller did not pass the software maintenance release (smr) upgrade pre-check of the primary controller due to a loose port on the controller housing. The controller was exchanged with no consequence to the patient. No further information was provided.